Event description:
The sales representative reported on behalf of the customer that the device, hps-hb11, hps prebent spherical bur, 5.5 mm x 19 cm, was being used during a hip arthroscopy procedure on (B)(6) 2024 when it was reported, ¿a prebent spherical bur hps-hb11 broke during surgery. The wand was inside of the patient when this occurred. The bur snapped at the connection point of the bur and wand. The wand and bur were removed from the patient and sterile field immediately." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using an alternate device causing a 2-minute delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device item hps-hb11 found 5.5mm bur tip broken off from the inner sleeve. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be excessive force at the bur tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, hps-hb11, hps prebent spherical bur, 5.5 mm x 19 cm, was being used during a hip arthroscopy procedure on (B)(6) 2024 when it was reported, ¿a prebent spherical bur hps-hb11 broke during surgery. The wand was inside of the patient when this occurred. The bur snapped at the connection point of the bur and wand. The wand and bur were removed from the patient and sterile field immediately.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using an alternate device causing a 2-minute delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.